Event description:
It was reported that the patient had cellulitis and was going to be treated with long term antibiotics. The event occurred in the theatre. The doctor had difficulty when trying to remove the swg from the dilator placed in the patient's right basilic vein of the upper arm. As the doctor pulled the swg, it began to unravel. Once the swg was fully removed, the doctor noticed that the tip of the swg was missing. The patient was then admitted to the theatre where the tip of the swg was surgically removed from the cutaneous tissue at the insertion site, and a subclavian line was placed. A delay was reported, however, there was no additional harm or death to the patient due to this delay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.